Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Customer returned the meter and test strips on 8/18/2016; qc lab received and evaluated the product on 9/23/2016. Investigation completed and product evaluated with no defects found on returned meter; returned test strips produced low readings. R&d final root cause investigation has been completed. Most likely underlying root cause is improper storage of test strips: strips exposed to heat and moisture.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2016 produced result of e-3 upon insertion of test strip into meter port. Customer was storing strips in the bedroom in the nightstand. Customer stated that he leaves the vial open while it is in the nightstand. Test strip lot manufacturer's expiration date is 12/20/2018 and open vial date is within 120 days.